Event description:
It was reported that the customer was hospitalized due to high blood glucose readings. Customer was treated at the hospital with insulin. Customer reported symptoms of chest pain and shortness of breath. It was noted that the customer also had bronchitis, liver disease and a heart attack. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.